Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the event and determined the most likely cause of the issue is the front panel assembly. The fsr ordered replacement parts. Upon receiving replacements, the device will be repaired to service specifications.

Event description:
The customer reported while using the vela ventilator; the screen went blank and continued to ventilate. The customer reported this unit was on a patient and the ventilator was switched out. The customer reported there is no patient consequence associated with the event.